Event description:
It was reported that prior to using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there were air bubbles seen in five tubes. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were visually inspected with no gel airbubbles observed. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacturing of this product. This complaint was unable to be confirmed for the indicated failure mode gel airbubbles. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that prior to using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, there were air bubbles seen in five tubes. No patient impact reported.